Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this vanishpoint syringe. Retractable technologies manufactures the syringe that is included in the convenience kit. Mckesson medical surgical does not undertake any further manufacturing or relabeling of the syringe. The kit is adult ancillary 1170 master convenience kit 1183217. Lot number of the kit was not reported by the customer. We have notified the asprsnsowsopscell@cdc.gov who will pass along this information to vanishpoint, the manufacturer of the syringe so they may conduct a device evaluation as warranted.

Event description:
The healthcare provider reported that when retracting the needle from the patient (by pushing it further as part of its safety feature). It doesn't easily retract as intended. We did not receive any information regarding direct patient injury as a result of the failure of the safety feature.